Event description:
It was reported the display is damaged. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the display was broken. It was also noted that the lower case was broken, the side bail covers were broken, the ring cover, side bails and keyboard were contaminated, the battery contacts were compressed and the serial number label was torn.